Manufacturer narrative:
Updated section d9, h6 (type of investigation) and h6 (investigation findings). Finally, the device was received for evaluation. The report of "catheter broke in half into two pieces" was confirmed. As received, catheter body was broken at approximated 68cm from distal tip. Cross surface of broken section appeared uneven and rough. Catheter body matched at the broken location. No other visible damage was observed from catheter body. The IFU was reviewed and it indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Based on the available information it cannot be confirmed that this complaint is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through a final visual inspection for catheter tube integrity and leaks.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when testing this fogarty embolectomy catheter, it broke in half into two pieces. There is no allegation of patient injury. Patient demographics were not provided.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, no product was received for evaluation despite due diligent attempts. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through balloon inspection process.